Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation approximately 2 weeks ago. Reportedly, the patient suffered a fall sometime after the incident. Reprogramming was attempted to no avail. Diagnostic testing captured high impedance values on all lead contacts. Follow-up revealed surgical intervention was undertaken on (B)(6) 2018 wherein the original lead was disconnected and left in situ. In turn, a new lead was implanted which yielded effective therapy thus resolving the issue.